Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. A 419478 implantable pacing lead, implanted: (B)(6) 2011. A 5076-58 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that frequent periods of a missing ventricular pace were noted on a remote transmission. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately four months after device implant. The cause of death has been requested and not received.